Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that the device tip broke off. Another device was used to mark the site. No consequence occurred.